Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction originated from a failure in the drawer mechanism. A field service engineer made adjustments to the latch catch in drawer 2.2 and replaced the open/close sensor for drawer 2.1 to resolve the problem. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system half-height matrix drawer malfunctioned. The customer stated that there was a delay in dispensing of the medication to patient. There were no adverse events or injuries reported based on this incident.